Manufacturer narrative:
No product was returned for analysis. The root cause of the reported ischemia was unable to be determined due to insufficient clinical details. The cause of the hemolysis was improper positioning as evidenced by issue resolution after repositioning.

Manufacturer narrative:
B1 (is product problem) was added was added as it was inadvertently omitted from the initial report. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the issue was improper positioning as evidenced by issue resolution after repositioning. Access site leak: the cause of the issue was not determined as limited clinical information was provided. Device in wrong position: the cause of the issue was not determined as insufficient clinical information was provided.

Manufacturer narrative:
Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
A 53-year-old male with cardiogenic shock transferred on extracorporeal membrane oxygenation (ECMO) as primary support device, and impella cp for left ventricular unloading. Distal limb ischemia with perfusion catheter and hemolysis were noted during support. As a result, the pump was repositioned at 3.5 cm and locked at 83 cm. The patient was subsequently escalated to impella 5.5. On day 6 of impella 5.5 support (off-label use), ECMO was weaned. Engineering assessment: while on impella cp pump, it was reported that a patient on impella cp experienced mechanical interaction with blood and device in wrong position. The issue was managed with reperfusion sheath and repositioning of the pump. Ultimately the patient had a device revision and was escalated to a 5.5.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and distal limb ischemia. The issue was managed with reperfusion sheath and repositioning of the pump. Later, the patient was successfully weaned from the pump and survived.